Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint stated that the package was damaged. One package was returned inside of individual carton. The carton showed some creasing on one carton end. The package was visually examined and it was found that flange of blister was broken; a piece of the flange was broken off and was not returned. The broken edge of the blister aligns with the carton damage. The package had not been peeled open and broken blister flange was still attached to the tyvek. There was evidence of seal transfer on the entire circumference of the tyvek lid, confirming that the tyvek was properly and completely sealed to an undamaged blister. There was no other damage to the package. During batch processing, blisters are loaded into individual cartons horizontally and not dropped vertically into cartons. Individual cartons are loaded into sales unit cartons horizontally as well. Sales unit cartons are loaded into shipper cartons that are lined with cardboard spacers. Based on analysis finding results, failure mode does not appear to be caused by internal ees procedures. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would most likely have been detected during our 100% visual inspection. Damage occurred outside of packaging facility and was caused by dropping or impact to the package. Root cause for damage is most likely due to external handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that before an unknown procedure, the sterility package was damaged. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.